Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding an inquiry during their automated peritoneal dialysis (apd) treatment on a homechoice machine. During the interaction, hp mentioned to tsc that they had disconnected and reconnected their apd therapy. Tsc assisted hp in ending their treatment early. Per rn, no patient injury or medical intervention was associated with this incident.